Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The complainant indicates the use of opelead as a viscoelastic, which is not qualified for use with company lens model, this is not a qualified company product combination. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, scratch was found on the optic on the leading haptic side. The surgery was completed without product replacement. The sample is not available as it still remains in the patient's eye. The customer believes that since the scratch is not on the side that comes into contact with the plunger, it may have already been scratched during the manufacturing process. Additional information was requested and received stating that there was no impact on patient's visual acuity or intraocular pressure.

Manufacturer narrative:
Video shows iol implantation with company device. Lens preparation is not provided in the video. When the nozzle comes in the picture, the lens is advanced at the pause location. The lens position appears to be acceptable for advancement. As the lens is implanted and begins to unfold, a mark/ line is visible at the leading optic edge. No changes made to the investigation findings. The root cause may be related to failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified viscoelastic may cause damage to the iol and potential complications during the implantation process. Photo review: photo shows what appears to be an implanted iol. Marks/ lines are visible over the iol optic edge. The optic edge also appears to be cracked/fractured. The complainant indicates the use of non-company ophthalmic viscosurgical devices (ovd) as a viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. Based on our observation of the attached photo, optic edge appears to be scratched/ marked/ cracked and fractured. The manufacturer internal reference number is:(B)(4).